Event description:
It was reported that, "the pt had a revision tha due to a osteolysis (stem loosening at gruen zones 7 and 14) on (B)(6) 2011."

Manufacturer narrative:
When complete, the eval summary will be submitted in a supplemental report.